Manufacturer narrative:
The sample was serum. The customer is a reference laboratory, all samples are collected and processed off-site. System check data were not provided. Per customer, qc data was acceptable prior to and after the event. On (B)(4) 2011, a bci field service engineer (fse) proactively replaced the pipettor sample since it looked old. Fse ran qc precision test which resulted within established range. Fse also stated the customer's system checks were all passing within specifications. A definitive root cause was not determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative results for hybritech free psa results on three patients generated by the access 2 immunoassay system for multiple patients. The results for the patients were requested but not provided by the customer. The data for the other two patients are documented in MDR numbers 2122870-2011-00610 and 2122870-2011-00612. It is unknown if there was any change to patient treatment in connection with this event.